Event description:
It was reported that during pre-cardiopulmonary bypass of the device for a cardiopulmonary bypass (cpb) procedure, the sternal saw worked intermittently. The device was not changed out, as the customer finished the case with the suspect saw. The surgical procedure was completed successfully, and there were no delays, no blood loss or no adverse consequences to the pt.

Manufacturer narrative:
Eval is in progress, but not yet concluded. The sternal saw was received by the MFR and tested. There was no functional defects found and saw was sent to service for maintenance.